Manufacturer narrative:
A service engineer reported that the data acquisition pcba was replaced, and the device passed all testing and was returned to service.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "pressure sensor auto zero failed" error code. There was no patient involvement when the issue occurred. The customer reported that the error occurred after the device had been received back from bench repair. There was no patient or user harm reported. The device was removed from service. A biomedical engineer evaluated the device and confirmed that the unit is getting error 110b cbitproxpresssensorazfailed. The customer will be ordering a replacement data acquisition pcba to fix problem.